Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Reported by the dm on behalf of the customer via email - the stent buckled when they were attempting to push it into the duct. Nothing broke inside the patient, the patient was not harmed. The following has been requested and answered (B)(6) 2022. 1. Did any unintended section of the device remain inside the patient¿s body? No a. If yes, please describe. 2. Did the patient require any additional procedures due to this occurrence? No 3. Did the product cause or contribute to the need for additional procedures? No a. If yes, please specify additional procedures and provide details. 4. Has the complainant reported any adverse effects on the patient due to this occurrence? No 5. Has the complainant reported that the product caused or contributed to the adverse effects? No a. Please specify adverse effects and provide details. 6. Was the patient hospitalized or was there prolonged hospitalization due this occurrence? No the following has been requested and answered- jm 08aug2022 1. Does the complaint relate to: device placement a. Device placement x b. Device removal c. Observation prior to patient contact 2. What was the target location for the stent? Cbd 3. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure stored properly 4. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* met ii, .035¿ x 480 cm (g25686) 5. Was the wire guide lubricated prior to use? With water 6. Was the wire guide inspected for damage prior to use? Yes 7. Was the device at the center of the complaint inspected for damage prior to use? No 8. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes a. If yes, please indicate the procedure performed. 9. Did the patient involved exhibit altered anatomy or tortuous anatomy? No 10. If not with the device in question, how was the procedure finished? Another cook device. 11. What intervention (if any) was required? No 12. Was the secondary intervention performed during the same procedure yes 13. As the device failure or was it scheduled for another day? Same procedure 14. Were any other defects observed on the device prior to return (other than the reported complaint issue? No a. If yes, please detail any other defects observed. 15. For complaints occurring during use (once in contact with endoscope) also ask: 16. Had a sphincterotomy been performed prior to this occurrence? Yes 17. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Pentax ercp 18. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes 19. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct a. If other, please specify. 20. Was resistance encountered when advancing the wire guide to the target location? No 21. Was resistance encountered when advancing the introduction system in place to the target location? Yes 22. How did the physician deal with this resistance? N/a 23. How did the physician determine the length of the stent to be used for the procedure? N/a 24. Where was the stricture located in the duct? N/a 25. Was the stricture dilated prior to placing the device?* n/a a. If so, please indicate what device(s) were used. 26. Was resistance encountered when advancing the stent through the obstructed area? N/a 27. After placement, was stent position verified? N/a a. If yes, please describe how. 28. Please estimate the amount of time the stent was in place prior to this occurrence. N/a 29. Did any section of the device detach inside the endoscope or patient? No a. If yes, please specify what section of the device broke off: 30. Please indicate whether the device broke in the endoscope or in the patient. No 31. Was the broken device retrieved? N?/a a. If yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): 32. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) No a. If yes, please indicate what modifications were made: 33. Please indicate why the modifications were necessary. 34. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. 35. Did the patient require any additional procedures as a result of this event? No 36. What intervention (if any) was required? No 37. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a 38. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No a. If yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Device evaluation: 1 x clso-10-5 of unknown lot number was not returned to cirl for evaluation. This file is related to pr 371378 which captures the difficult advancement of the fs-oa. Document review including IFU review: prior to distribution all clso-10-5 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the clso-8.5-12 device could not be completed as the lot number is unknown. It should be noted that according to the instructions for use the following is stated in the notes section, ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working conditions, do not use.¿ there is no evidence to suggest that the use did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the device was not returned for evaluation. A possible root cause could be attributed to user technique where excessive force was applied when attempting to place the stent which may have resulted in it becoming buckled . Another possible root cause is transportation or storage conditions which may have caused or contributed to a kink/dent on the stent since as per q.7 of the patient/event info - notes, the device was not inspected for damage prior to use. Summary: complaint is confirmed based on customer and/or rep testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation on 06-dec-2022 and an update to the investigation conclusions.